Manufacturer narrative:
Customer complaint of premature battery depletion was not confirmed. Device was received at elective replacement indicator (eri) stage. Analysis of device image indicates that auto-capture feature was enabled, device was pacing in high output mode at times. When automatic settings are programmed, such as auto-capture feature, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of device. Analysis of device was performed, did not find any anomalies, voltage is at eri. Longevity assessment was performed and device¿s implanted duration exceeded projected longevity and is considered normal battery depletion.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow up, the battery of the device was unexpectedly noted to be at its elective replacement indicator stage. Premature battery depletion could not be ruled out. The device was explanted and replaced to resolve the event. The patient was stable with no consequences.